Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) found that the device passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device hadn't been working that great lately. Patient said they were supposed to feel stimulation in the groin, but for some reason they felt it more in the buttock area and on the side. Patient had tried different programs. Patient went to healthcare provider 12 months ago for reprogramming and was told the battery was going to die soon. Patient mentioned they had lost weight since the device was implanted. Patient connected with the ins and saw an internal device battery low message. Patient mentioned they were having an MRI coming up. On 2023-jul-31 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their implant only lasted 2.5 years but was supposed to last 5 and will be replaced on 2023 (B)(6). Patient said since implant the stimulator never worked like it was supposed to. Offered to send email to the rep and redirected to their doctor. The patient's relevant medical history included patient said they have to turn stim off for an MRI and when they went to put it back on they got a little shock or feeling more like a pulse in their cheek and not in their groin, but the feeling went away. The patient also said it may be their fault the ins battery depleted more quickly than expected because they thought they should always feel it so they were always turning it up or changing the program. They said their ins is up closer to the sur face than it used to be because they have lost weight, however it does not move . In the past they've had x-rays of their hip or of their spine and the wire is visible it seems to go downwards. On 2023-aug-31 additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on 2023 (B)(6). They did recall seeing the low battery message and the message did not raise any red flags for the rep that it was abnormal. They reported that the patient was at 2.6 for settings. They also noted that the patient would change programs based on feeling stimulation, not on symptom relief. The rep also reported that they were not aware of any event where the patient was shocked.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va28ax9, implanted: 2020 (B)(6), explanted: 2023-(B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.